Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the withdrawals was not determined. The reporter thought the withdrawals were resolved. A portion of the catheter on the pump side was removed. A small portion between the spinal side and the pump pocket did break off when the physician tried to remove the old catheter from the pump side. The physician did not want to make more incisions to try and find that portion so that was abandon in patient. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3: analysis of the implantable intrathecal catheters (s/n (B)(6) and (B)(6)) found no significant anomalies which affected infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 24-may-2013, UDI#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-oct-2012, UDI#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of fentanyl at 700.8 mcg/day and 15 mg/ml of bupivacaine at 5.256 mg/day via an implantable pump for non-malignant pain. On 2020-jul-25, it was reported that the patient experienced withdrawal on the night of (B)(6) 2020. A single bolus of 60 mcg over 2 minutes was programmed but the patient did not respond to it so a catheter dye study was done. The catheter seemed patent and no areas of leakage were noted. After the dye study and catheter prime, another single bolus dose was programmed and they were waiting for the patient to respond at the time of the report. The event logs were normal, they compared the actual reservoir volume of 17cc to the expected 17.7cc, which was within normal limits. It was later reported that the patient had a catheter revision on (B)(6) 2020. The surgeon cut down near the intrathecal end and then attempted to pull the pump end of the catheter out and it broke. The md tied off the existing catheter and implanted a new catheter. The rep inquired about the analysis results for the pump that was replaced in (B)(6) 2020. No further complications were reported.